Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular cadence or for due cause to provide visibility and escalation. In addition, all complaints are also monitored for trending on a monthly basis. No further information is available at this time.

Event description:
Consumer stated she had four regular absorbency tampons fall apart during use leaving pieces inside. She also stated she would be seeking medical attention as she was not sure that she had removed all pieces. There were three attempts made to follow up on consumer status over a three- week period, but we were unable to reach her. No further information is available at this time.